Event description:
According to the information there was a tubing tear.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised on 6/1/2006 due to a tubing tear. Additional information received indicated that the tubing going to the pump tore and the device did not inflate. A pump was the sole component received for evaluation. Examination and testing of the returned component revealed a separation in the non-serialized exhausts tube of the pump. Testing revealed this to be a site of leakge. Abrasion was noted surrounding this separation. Partial separations were noted on the serialized exhaust and inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding the partial separations. Based on qa's recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump tubing was overlapping teach other while in-vivo. Qa further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the non-serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.